Event description:
It was reported that during preparation for an est (endoscopic sphincterotomy) procedure, the extractor rx retrieval balloon leaked when inflated in the biliary tract. The physician attempted to inflate the balloon with air and the air leaked from the balloon. The procedure was completed with another device. There were no patient complications and the patient was reported to be good.

Manufacturer narrative:
The device history record review confirms that this device met all material, assembly and performance specifications. The complaint sample was not returned for evaluation as it was disposed of at the user facility. The balloon leak defect was trended and there is no indication of an adverse trend. The most probable root cause of this complaint is operational context, most likely caused by contact with a sharp exterior source such as a sharp, irregular stone or during insertion through the scope.